Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for investigation. An olympus rep has visited this facility and reviewed cleaning and reprocessing of the device. The facility's staff were provided educational materials regarding correct reprocessing. An olympus endoscopy support specialist (ess) will be following up with the facility to provide add'l inservicing support. This report is being submitted as an MDR in an abundance of caution.

Event description:
The user facility reported that the auxiliary water channel of the subject colonoscope has not been manually cleaned or reprocessed since the device was put into use, beginning in nov 2006. The nurse at the facility reported that no pt infection or adverse event is associated with this report.